Event description:
It was reported that three to four hours post operative of a right oophorectomy; the patient became unstable. A CT scan showed bleeding, and the patient was taken back to surgery. It was noticed during the reoperation that the staples came off the tissue. The patient required a blood transfusion with two units of blood. The patient was reoperated on and is in stable condition. Ees md spoke to the surgeon regarding the event. The surgeon wanted to be sure someone was aware of the event. She indicated that the bleeding occurred from the first firing. The patient was dry and hemostatic at the time of closure. The patient is currently fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.